Event description:
Caller reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Caller was advised by technical support to put the pump into storage mode before returning it. The customer understood and acknowledged this, along with instructions to return the problematic pump to tandem within 10 days to avoid charges. A replacement pump was sent, and the customer will use manual insulin delivery as a backup therapy. Caller agreed to program their settings and connect their cgm to the replacement pump.